Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported an internal blood leak that occurred less than a minute into a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed in the dialysate compartment of the dialyzer. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. Fresenius bloodlines were also used for the treatment. Blood leak test strips were not used. There was no reported damage identified on the dialyzer. After the machine alarmed, the treatment was halted, and the patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was approximately 200 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being set up with new supplies on a different machine. The dialyzer was reportedly available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
H3 plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Note: although it was originally reported that the sample was available for evaluation, the initial reporter followed up at a later date to report that the complaint device was getting discarded. The reporter was "unable to remove any of the blood" from the dialyzer, and was not comfortable returning the "completely clotted" complaint device.